Manufacturer narrative:
Additional information received: a type ia endoleak was also reported with the neck dilation for which the intervention was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. An intervention to implant an endurant bifurcate and 4 endoanchors was performed for the treatment of neck dilation in the 98.5mm aaa. It was reported that the patient had blood loss (ebl of 1000ml) with hypovolemia post the intervention procedure. The patient received fluids and a prbc transfusion and the event was resolved. Per the investigator, the cause of the event is related to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.